Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump produced a loud grinding motor noise during insulin delivery with repeated occlusion alerts, while the screen had a longstanding diagonal crack that remained usable; the user reported high insulin use due to steroid therapy, and a replacement device was provided with the original to be returned. Symptoms included device alarms for occlusion without reported adverse clinical effects. Outcomes included no injury, no hospitalization, and continued device usability until replacement. Investigation included customer interview, verification of device information, and arrangements for device return for evaluation. Investigation of this case revealed a suspected pump drive or motor malfunction associated with occlusion alerts, with the display crack considered cosmetic and not functionally contributory. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical wear or obstruction in the infusion pathway leading to occlusion-related operation of the pump.